Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: g2 (health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomena occurred due foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a contamination that was identified in the air/water channel during the repair process. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifted, the insertion tube bending section cover adhesive was lifted, the up angle was not to specification, the up/down angle play was not in specification, the left/right angle play was not in specification, the water flow/removal was no to specification, and leaking was present during the automated air leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Component analysis was conducted of the material, and it was discovered that it contained silicone which was component of defoamer including simethicone. It can presumed that it was because reprocessing was not conducted properly. The events can be detected/prevented in accordance with the following instructions for use: chapter 4, operation 4.2 insertion_ air/water feeding and suction_ air/water feeding. Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.